Event description:
Dialysis initiated on pt without problems. One hour into treatment micro bubble noted in head of dialyzer. Blood noted dripping from blood pump onto machine surface. Blood pump segment removed from pump and examined - tear in tubing noted. Blood system (dialyzer and arterial/venous lines discarded.) Pt restarted a different machine because it was first assumed the problem was with the pump. It was later noted on saline priming of other systems that there were leaks in the blood pump tubing segment. Upon inspection of other tubing from that lot, there were flaws in the segment which could be seen and felt.